Event description:
It was reported that the affected device stopped ventilation and rebooted. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The evita 4 device with product serial number (B)(6), manufactured in november 2011, was examined on site by a dräger service technician and the logs and other information were analyzed by the manufacturer in lübeck. Based on the logs, it was possible to reproduce the reported warm start, which was triggered by a defective power supply unit or temporary deviation of the cartridge valves. The technician on site was not able to reproduce the behavior but replaced the power supply as a preventive measure and then checked the evita according to the manufacturer's specifications without further deviations. The affected device behaved as specified and triggered a high-priority alarm. No health consequences for the patient were reported. When the internal supply voltages collapse, ventilation is stopped, the screen goes black, and the emergency breathing device is automatically opened so that the patient can breathe spontaneously. The evita sounds an audible power failure alarm via the piezzo for at least 2 minutes. This power failure buzzer is supplied with power independently of the gold caps power supply unit so that the acoustic alarm is guaranteed even if the power supply unit is defective. During normal operation, the gold cap power supply to the buzzer is monitored. When the supply voltage is restored, a warm start (duration approx. 8 seconds) is performed and ventilation continues with the old parameters. Immediately after restarting ventilation, an ¿mv low¿ alarm is generated, which continues until the applied volume exceeds the lower limit set for the minute volume. The field failure rate is tracked and considered inconspicuous. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.